Event description:
It was reported that the user placed the first q-ring without a problem, but next 2 q-rings were not formed. The removal of the salute revealed that the tip had broken. One millimiter (1mm) of the tip was missing.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for eval. However, it has not been rec'd to date. As a result, no conclusion can be drawn at this time. A follow up report will be submitted when, if device is returned and evaluated.